Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received battery out limit alarm. The customer states the buttons were unresponsive. The customer's blood glucose level at the time of incident was 446mg/dl. The customer states they had not treated for the highs yet. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit, low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. However, intermittent button response noted during testing due to corroded keypad traces. Lcd connector was inspected and no anomaly was noted. Unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.